Event description:
During case omniwire broke off in diagonal. The doctor successfully removed wire with snare device. X-rays done clear of wires in arteries. Patient awaked and no complains of distress post procedure.